Event description:
It was reported that during patient use with cadd cleo infusion set, patient experienced elevated glucose level, upon removal of adhesive it was wet and smelled like insulin. There was patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.